Manufacturer narrative:
Concomitant products: product ID: 3537, product type: programmer, patient. Product ID: neu_ unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported a "lead issue," clarifying that the lead that was placed on the right was "painful" and made it so that the patient "could not bear any weight on her right leg." The lead was left in place, but was not used during the trial. The patient could stand and the issue seemed to be subsiding. It was noted that it "felt like sciatica." Stimulation was felt by the patient's tailbone and vaginal area, which was reviewed as the right location to feel stimulation. The event occurred on the date of the trial, also the date of the report, and was "sudden." Cause/factors, troubleshooting, actions, and patient outcome remain unknown. Follow-up is being conducted to obtain this information.